Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent. The cause of the event was unknown. The patient was hospitalized for other indications. Eleven days after admission, during hospitalization, cloudy effluent was experienced. On an unreported date, an unspecified antibiotic treatment was started for the event. The patient was discharged the day after the cloudy effluent event and was reported as ¿the patient looks well¿ and was recovered from the event. Dianeal and extraneal therapies were ongoing. No additional information is available.